Event description:
Account alleged 24 incorrect calcium results were obtained. The incorrect results were not reported. The field service representative found a valve was defective and repaired the instrument by replacing the valve and a nozzle.